Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurred, which the customer acknowledged and understood.